Event description:
Pt called office complaining that od hurts and is red on 8/13/92. Pt was offered an appointment for 8/14/92 with dr and pt refused and would rather wait until next week and was informed of the importance of being seen before then. Pt stated she had a lot to do. Appointment was made on 8/17/92 with dr. Dr found that iol was subluxated and there was corneal decompensation. Surgery was performed on 8/18/93. Iol exchanged with another vitrectomy and coreoplasty od.